Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2019 with the following findings: on investigation, there was no damage to the battery cap or battery compartment; the battery cap was able to properly secure to the pump. The pump failed to power on during investigation due to moisture damage found inside the pump on the printed circuit board. Moisture ingress occurred through a crack in the pump case between the keypad and the case seal. Investigation duplicated the power complaint.